Event description:
It was reported that this ambicor penile prosthesis stopped working as it was no longer inflating. A surgical procedure was performed to remove the device and implant a new inflatable penile prosthesis. There were no patient complications reported.